Event description:
Quit during procedure.

Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a 7% complaint rate; DHR review does not indicate a mfg error; two complaints from this facility - could be a new facility with a training issue; without an evaluation there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigate the numerous stopped working issues ((B)(6) 2013, rev. A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage).